Event description:
It was reported that the lesion was in the femoral artery. The armada 35 balloon catheter was prepped according to the instructions for use. There was no resistance upon removal of the protective sheath. The armada 35 was leaking at the proximal shaft where the shaft goes into the hub (with the little black plastic between). When this was detected, the device was removed from the patient's anatomy. Another unknown balloon catheter was used. The patient is doing well. No adverse patient effects were observed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak was able to be confirmed. The returned device analysis identified a leak in the distal end of the strain relief, which was found when the balloon catheter was pressurized. The complaint database was queried for the reported lot which revealed no other incidents. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed and corrective actions were implemented. The performances of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.